Event description:
When the device was used during a laparoscopic-assisted vaginal hysterectomy procedure, the surgeon fired stapler and only got partial sample line formation. Staple line was restapled and cauterized to complete the case. There was not reported pt consequence.